Event description:
The customer reported that the 840 ventilator stopped cycling. No pt involvement. Covidien troubleshot this issue with the customer over the phone. Covidien recommended the power supply be replaced.